Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000176, serial/lot : (B)(6) . 3 product ID: bi71000195, serial/lot : (B)(6) . 2 product ID: bi71000194, serial/lot : (B)(6) a2 - a4: patient information provided by representative. H3, h6: a medtronic representative went to the site to perform a system check out and they found that the ias would not pass initialization. The representative replaced the hand switch, power tray, and power enclosure to resolve the issue. Fdm10, fdr120, fdc4307 are applicable to the system checkout. The hand switch, power tray, and power enclosure were all returned for product analysis. Pending completion of analysis fdm10, fdr3233, fdc11 are applicable to the returned components. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the power tray was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed with the returned power tray. No failure was found while under testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a hardware analysis was initiated to determine the probable cause of the issue. Analysis found switch damage/failure. They were unable to confirm reported complaint," stuck in initializing." They install handswitch into test system. The system booted and readied several times. Multiple 2d and 3d images were acquired. The green l.e.d on the mvs mast would intermittently flash without exposing and x-ray. When the handswitch was removed the the l.e.d would stop flashing. Intermittent issue with handswitch. Faulty handswitch. Fdccodes: 4307, fdmcodes: 10, fdrcodes: 120 a hardware analysis was initiated to determine the probable cause of the issue. Analysis found power converter failure. Confirmed reported complaint."stuck in initializing." Enclosure power conversion failed bench test. Transistors q28 and q14 shorted.fdccodes: 4307, fdmcodes: 10, fdrcodes: 120 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that when powering up the system, the system was stuck in initializing and was unable to reboot. After troubleshooting the system, it was rebooted for a 6th time and it booted normally. It was rebooted twice more to ensure that the system was functioning as intended. The procedure was delayed by more than an hour and there was no impact on patient outcome.